Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the device caused the hole in the tissue because the large clip could not fit completely after clip fired and getting back.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the device made a hole in the tissue.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the surgeon was not able to squeeze the handles when the issue occurred. No clips were able to load properly into the jaws and no clips were able to be fired from the device.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product, and an evaluation of the returned device. Instrument one was received partially applied with eleven remaining clips. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. The instrument shaft was reassembled into an instrument body from the pmv inventory and applied to appropriate test media. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Instrument two was received partially applied with one remaining clip. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument could not be performed. Instrument three was partially applied with nine remaining clips. It was observed that the cartridge was disengaged from the body of the device. Due to the observed damage to the instrument, functional evaluation of the instrument could not be performed. During an engineering investigation of instrument three, the cartridge was reattached to the body, with the c-clip inserted through the slot in the body nose and the knob in place. Once the trigger was cycled, the device loaded and properly formed some clips and then the knob and cartridge separated from the body instrument. Visual and functional testing of the returned samples confirmed the products did not meet quality release specifications that were tested regarding the reported conditions and the reported conditions were confirmed. The instrument disengagement condition has been identified as a trend and a vendor notification has been initiated to prevent this condition from recurring. A product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product, and an evaluation of the returned devices. Instrument one was received partially applied with eleven remaining clips. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. The instrument shaft was reassembled into an instrument body from the pmv inventory and applied to appropriate test media. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Replication of the broken firing linkage condition may occur under the following conditions: when the firing handle has not been allowed to fully return to the home position after forming a previous clip. When the instrument is fired with a rapid continuous handle compression. If the handle is compressed at an accelerated rate, clips do not have enough time to enter the jaws and the instrument will lock preventing the jaws from closing without a clip. However, rather than forceful compression of the firing handle under these circumstances, if the firing handle is fully released by relieving hand pressure, the interlock feature will disengage, the next clip will load and the clip can be applied. Furthermore; if an attempt is made to forcibly fire the instrument while engaged in interlock after all the clips has been fired, the lugs are designed to break as noted. Instrument two was received partially applied with one remaining clip. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument could not be performed. Replication of the damaged collar may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or twisted. Instrument three was partially applied with nine remaining clips. It was observed that the cartridge was disengaged from the body of the device. During an engineering investigation, the cartridge was reattached to the body, with the c-clip inserted through the slot in the body nose and the knob in place. Once the trigger was cycled, the device loaded and properly formed some clips and then the knob and cartridge separated from the body instrument. Based on the evaluation findings, engineering determined that the shaft disengagement can be attributed to excessive manipulation during the clinical application causing the shaft to disengage from the body of the device. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested due to the damaged interlock, damaged collar, and disengaged shaft. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.